Event description:
It was reported that following an initial artificial urinary sphincter implant surgery, the patient experienced a urinary tract infection. The patient was treated with oral and intravenous medication. No further complications were reported.